Manufacturer narrative:
Batch review performed on 19 may 2025: lot 2479883: (B)(4) items manufactured and released on 18-feb-2025. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Visual inspection performed by r&d department the proximal body handle shows a visible warping due to an excessive torque applied. The proximal body handle is used to disassembly the modular connection of the implant and, in random situations, the force required is higher than the instrument mechanical resistance of the instrument. Additional involved devices: (B)(6) disassembly rod lot. 2155067 batch review performed on (B)(6) 2025: (B)(4) items manufactured and released on 03-nov-2021. No anomalies found related to the problem. To date, one similar events have been reported on the same lot during the period of review.

Event description:
After proximal body insertion, the surgeon wasn't happy with the stem version and wanted to change it. The proximal body handle was screwed on the neck and the small rod placed inside with the t-handle. But it was impossible to remove the proximal body because the handle was starting to bend. The surgeon changed the cup to a dual mobility to compensate for the version.